Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool sf non navigational catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history was unknown. During a non-navigational procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by surface ultrasound. They performed a pericardiocentesis and removed 300cc of fluid. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.